Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device upgrade procedure, the right atrial lead exhibited high capture thresholds. The lead was explanted and replaced successfully. No patient symptoms were reported.